Event description:
A customer reported smoke emanating from the dimension(r) instrument following an instrument shutdown and reboot. No open flames were seen from the ul listed analyzer. The customer shut down the instrument pending repairs.there was no report of adverse health consequences due to the smoke. There was no report of adverse health consequences as a result of the instrument shutdown.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the smoke was melted components due to leakage from the imt module fluidics onto power supply semiconductors. A siemens healthcare diagnostics field service representative was dispatched to the site and repaired the leak, replaced the power supply, and associated damaged cables. The instrument is performing within specifications.no further evaluation of the device is required.